Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, as the first s3u/commander were being inserted, the physician encountered some resistance and on fluoro the valve was noted to be coming out of the sheath inside of the femoral vessel. The delivery system was at the expandable portion of the esheath when the resistance was noted. In an unsuccessful attempt to remove the device, the team pulled the flex catheter back to maneuver the valve back into the sheath. With the flex catheter back, a push pull motion was gently performed, and the valve was noted to be back inside of the sheath. The patient remained hemodynamically stable. The entire system was removed as a unit and saved for return to edwards. The sheath was noted to have a large split in it. A second 14 fr esheath+, commander delivery system and s3u were prepped per IFU. The new sheath was inserted without difficulty, and the new valve and delivery system were safely advanced into the descending aorta for valve alignment. The second valve was successfully deployed 80:20. Upon removal of the second sheath and system, no femoral injury was noted on femoral angiography. The patient was discharged to the ICU in stable condition. There was no valve damage noted upon removal of the first system. The patient's status post procedure was reported as stable.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.